Event description:
It was reported that during a prostate procedure, the first side-firing fiber was noticed to have commenced forward firing at 43,500 joules. It was reported that the second side-firing fiber was noticed to have commenced forward firing at 203,186 joules. The case was completed with turp. No harm to the pt was reported. This report is for the first fiber.

Manufacturer narrative:
(B)(4). Reference: MFR report number 2937094-2013-00517.